Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2009 and two mesh products were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013 during which the surgeon noted the mesh material previously used had separated from the left side of the abdominal fascia and that was causing the hernia. The mesh material and the hernia sac and some incarcerated omentum were removed using electrocoagulation for dissection and control of minor bleeding of which there was none. There was no other incarcerated tissue. There were no intra-abdominal adhesions. It was reported that the patient experienced severe pain and inflammation. No additional information is provided.